Event description:
It was reported that this right atrial (ra) lead triggered an automatic safety switch (ass) from bipolar to unipolar due to an abrupt increase to high, out of range pacing impedances. There was also noise over sensing reported in bipolar. Furthermore, after the ass there was still noise due to myopotentials. The patient also had experienced low amplitude ra signals that were present at this time. There was more than two seconds of over sensing with pacing inhibition, but the patient had intrinsic rhythm. There were multiple atrial tachy response events. The cause of these observations was a fracture. At this time the ra lead has been surgically abandoned and the pacemaker was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.